Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿ updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was found to be deployed. Stent was deployed on the table by the physician after the procedure. The sdw stent delivery wire was found to be kinked/bent. The distal end of the stent was found to be deformed. The stent introducer sheath was found to be intact. During functional inspection, stent partial deployment functional test ¿ unable to perform as the issue is procedure related. Stent friction functional test ¿ unable to perform as the stent was found to be deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events could not be duplicated; however, the analysis results are consistent with the reported events. The device did not meet specifications when received for complaint investigation based on analysis results. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patients anatomy was described as 'moderately torturous'. The device was analyzed. The returned stent was found to be deployed and deformed. The stent was deployed on the table by the operator after the procedure. The sdw was found to be kinked/bent. The stent introducer sheath was found to be intact. It is probable that the moderately tortuous anatomy may have caused friction, damages to the device and the reported issue. An assignable cause of procedural factors will be assigned to the as reported 'stent partial deployment', 'stent friction', and to as analyzed 'stent deformed', 'sdw kinked/bent' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a stent assisted coil embolization procedure for right ica internal carotid artery tail aneurysm, resistance was encountered when the microcatheter was retracted during subject stent deployment. After tip of the subject stent was pushed out, resistance was too big to deploy the rest of the stent so the operator withdrew the microcatheter and the subject stent out together and pushed the stent out with big force on the table. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during a stent assisted coil embolization procedure for right ica internal carotid artery tail aneurysm, resistance was encountered when the microcatheter was retracted during subject stent deployment. After tip of the subject stent was pushed out, resistance was too big to deploy the rest of the stent so the operator withdrew the microcatheter and the subject stent out together and pushed the stent out with big force on the table. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.